Event description:
Customer was not hospitalized. Customer spent several hours at the emergency room. Customer was vomiting, feeling sick/unwell, tired/weak, confused, and had increased thirst.

Manufacturer narrative:
The information related to event has been updated in summary and provided in this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was taken to emergency room and were hospitalized on (B)(6), 2021 for high blood glucose which was 630 mg/dl and diabetic ketoacidosis. The customer was treated with insulin drip. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature at the time of event was not active. The insulin pump will not be returned for further analysis